Manufacturer narrative:
(B)(4). Analysis of the device found a reliability non-conformance of the catheter body in which a leak was seen in the strain relief-transition tubing region and damage to the transition tube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device system was returned without documentation. The indication for use was noted as malignant pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.